Manufacturer narrative:
Analysis of the sfw 9735909 stealth s8 spine (unknown serial/lot #) found an anomaly tracked through test track (B)(4) and references to this case have been added to that record. Analysis of the sw app 9735699 s8 operating system (unknown serial/lot #) found that there was not an operating system failure. See case part-235274 for detail regarding spine software failure. Operating system is functioning as designed. Product event summary #s8 low performance message product analysis #502066957: mnav findings and conclusions: this anomaly is tracked through test track (B)(4) and references to this case have been added to that record. Mnav methodology: known anomaly determination mnav product: s8. Mnav usability: false. Mnav s8 component/feature: system performance. Mnav s8 sub-component/feature: slow performance. Mnav bai/oobf?: false. Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9735665, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that during demo, the message "low performance" occurred while using the s8 spine application. The issue was confirmed on call at the time of the event to be a known issue and was resolved at this time. No patient present.